Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a ndehp ls 5.25in microb ext set. The reporter stated that and the rn noticed that the brand-new site was wet with an infant's peripheral intravenous (piv) insertion device. The IV had a positive blood return and flushed easily and the IV was re-taped. About one hour later, the site was found to be wet and when flushing, the clinicians noticed that the t-connector rubber hub (distal to slip tip) had an unspecified fluid leaking from it. The IV site was then replaced. There was no report of any human harm.